Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported chip/adhesive peeling from the objective lens could not be determined, however, the issue was likely the result of damage/deterioration due to chemical and or physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited the adhesive on bending section cover (a-rubber) had a chip. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was found that the adhesive around the objective lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; video connector had a crack; video connector case had a crack; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.